Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the external iliac vessel with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 8.0 x 60 mm absolute pro self-expanding stent system (sess) was advanced through a non-abbott sheath; however, resistance was noted, and the sess was stuck. Resistance was noted during an attempt to remove the sess. After removal, it was noted that the distal end of the device was torn, but not separated. The procedure was completed with dilatation and there were no adverse patient effects. No additional information was provided.